Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, information not provided. (B)(4). Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zlb00 19.5 diopter lens was explanted from the patient¿s left eye. There was no vitrectomy or incision enlargement required. The patient was unable to focus and was dissatisfied with their near vision. The patient is a dental hygienist. After several months, the patient described their vision as fog and slight double vision. Additionally, they experienced dry eyes which their doctor treated without success. The explanted lens was replaced with model pcboo 19.0 diopter. Reportedly, the patient outcome is satisfactory. No further information was provided.